Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient there was an eri reported on the ins. There was an allegation/dissatisfaction with the ins longevity. The patient stated that they had just had this implanted. The patient stated that up until a month ago they were at 3.85 volts. The patient also stated that one side of the leg has two settings and the other side has one setting on it. The patient bypassed eri message and saw an eos message. The patient was forwarded to their healthcare provider (hcp). No further complications were reported or anticipated. No symptoms reported.